Event description:
The orsiro drug-eluting stent system was selected to treat a severely calcified and tortuous lesion in the proximal lad. After pre-dilatation the target lesion could not be crossed.

Manufacturer narrative:
The affected product was discarded at the hospital due to an infectious disease. Therefore no technical investigation on the device could be performed. The production documentation of the product was reviewed to determine whether there was any deviation that could account for this event. Further, the provided angiographic material was reviewed. The provided angiographic material was reviewed, but the actual complaint event is not visible. The presence of a severe calcification and tortuosity could be confirmed. Review of the production documentation of the complaint device confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Taking into account the physicians description of the intervention and target lesion as well as the appearance of the target vessel in the angiographic material, the root cause is most likely related to the patients anatomy.